Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that they have recently changed sample tubes from the sodium (na) heparin to the serum separator tube (sst) tubes and are concerned that they may be getting fibrin in the electrode or ion selective electrode (ise) module and it could be causing cl issues. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the cell base assembly due to stripped threads, cleaned the ion selective electrode module, and ran calibration and quality control and all results were within range. The cause of the discordant, falsely elevated cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated chloride (cl) results were obtained on an advia 1800 instrument. The discordant results were not reported to the physician(s). Upon repeat lower cl results were generated. The repeat results were not reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cl results.